Manufacturer narrative:
The complaint origin was from an online patient group. No patient and pump information were provided in the report. An investigation couldn't be done without this key information. However, the intera 3000 hai pump IFU states the following: "the patient must return on established refill times to prevent the pump from running dry as this can lead to thrombus formation at the catheter tip." Therefore, it is the responsibility of the clinic to schedule refills in a consistent manner to prevent the pump running dry. Based on this information, the root cause is user error.

Event description:
An unknown patient caregiver reported via an online patient group that the clinic (memorial sloan kettering cancer center) inadvertently canceled his glycerol appointment and he had no fluids in his intera 3000 pump for eight weeks.